Manufacturer narrative:
The investigation into the vessel dissection that necessitated blood products and stenting is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
The medical team in (B)(6) had a male patient in need of both right and left ventricular support. The patient was suffering from biventricular heart failure with influenza, myocarditis, and cardiomyopathy. The team had an access site complication when placing the impella rp for the right ventricular support. There was a femoral vein perforation that was treated with a covered stent of approximately 7cm, and blood products were infused. Once stented, the patient was placed on support with the impella successfully. Both the rp and impella cp were placed.

Manufacturer narrative:
The investigation has completed since the initial report was filed. The sheath product was returned for analysis and investigation. The 23fr x 30cm introducer sheath was returned and found to have a sheath tip split. The product malfunction caused the patient injury. The sheath damage caused the medical team to infuse blood product and stenting. The failure mode will be monitored and trended.